Event description:
Account stated they are seeing discrepant creatine kinase results when run on different instruments. The incorrect results have not been used to guide pt therapy. The field service representative found the photometer was bad and repaired the instrument by replacing the photometer.